Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at around 11:20 am, the patient arrived at work with his heart racing and had chest pain. His boss called the ambulance. The patient cannot remember the cgm readings at the time, and no fingersticks were taken for comparison. When the ambulance arrived, an electrocardiogram (EKG) was made and the patient was given 81 mg of aspirin, and a nitroglycerin spray under his tongue due to the chest pain. No medication was noted for diabetes and the patient could not remember if a fingerstick was taken. The cgm reading was unknown. Upon arrival at the hospital at around 11:30 am, a chest x-ray was made because the patient was still experiencing shortness of breath. When a fingerstick was taken the cgm reading was 120 mg/dl, and the blood glucose reading was ¿high¿ which was later clarified as 600 mg/dl. The patient was treated with intravenous insulin, saline, and fluids. The patient noted that besides the diabetes history, the patient was diagnosed with diabetic ketoacidosis (dka), diabetes with hyperglycemia, chest pain, essential hypertension, and chronic obstructive pulmonary disease (copd) without exacerbation. The patient was discharged the day after at 04:00 pm. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.